Event description:
Pt called lfs in 2004 alleging the meter failed two control solution tests. The pt obtained results of 129 and 130 mg/dl and the range was 89-120 mg/dl. The pt reported no high or low blood glucose symptoms at the time of testing. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further info has been reported.